Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. A potential root cause for this failure could be user related.( example:rough handling or use sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labelling is adequate to prevent the reported event. "Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip of the foley catheter was broken and dropped into the patient bladder. Patient went for a surgery to remove the tip of the catheter. Hx: unexpected medical intervention. Per additional information via email from ibc on 03feb2021, catheter was inserted on (B)(6) 2020 in the emergency department. Catheter broke off on (B)(6) 2020, broken parts removed on (B)(6) 2021 via flexible cycstoscopy. The procedure was successful. Tip of ureteral catheter and flap of balloon was removed. There was no prolonged hospitalization to patient due to migrated tip. Patient was treated for altered mental status secondary to hyperosmolar hyperglycemic state. Patient also was treated for hypertensive urgency, ncnc anemia, hypernatremia with rapid correction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the foley catheter was broken and dropped into the patient bladder. Patient went for a surgery to remove the tip of the catheter. Hx: unexpected medical intervention. Per additional information via email from ibc on 03feb2021, catheter was inserted on 29(B)(6) 2020 in the emergency department. Catheter broke off on (B)(6) 2020, broken parts removed on (B)(6) 2021 via flexible cystoscopy. The procedure was successful. Tip of ureteral catheter and flap of balloon was removed. There was no prolonged hospitalization to patient due to migrated tip. Patient was treated for altered mental status secondary to hyperosmolar hyperglycemic state. Patient also was treated for hypertensive urgency, ncnc anemia, hypernatremia with rapid correction.